Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl and a subsequent high of 259 mg/dl while using the ilet bionic pancreas, with lows lasting 20 minutes and highs lasting 2.5 hours, and that their glucose tends to drop after meals announced at first bite; on one occasion they treated a low and immediately ate and announced a meal, after which the glucose rose and the system delivered insulin corrections that later brought glucose down near 70 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included resolution of hypoglycemia with oral glucose and reduction of hyperglycemia by automated insulin dosing; no assistance or medical intervention was required. Investigation included review of user-reported history, device usage patterns, and education on proper hypoglycemia treatment and meal announcement timing, with additional training scheduled. Investigation of this case revealed no device malfunction and suggested user-related factors, including treating a low concurrently with a meal announcement and pre-dinner exercise potentially contributing to post-meal drops. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use pattern and physiological variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.